Event description:
A patient reported that they were unable to test on the meter due to meter not turning off. Customer did not want to use the meter since patient had to remove and reseat the battery for the meter to turn off. Customer has problems with their hands and it is difficult for patient to remove and reseat the battery. Since the customer did not test on the meter, patient passed out and was taken to the hospital. Patient's blood glucose had dropped to 32 mg/dl. Treatment unknown at the hospital. No further information has been reported.